Manufacturer narrative:
Two (2) unused, list # 46104-65, tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set; lot # 3438172 were received for testing. As received, it was noted that in the sample from bag 1 the 25" high pressure tubing is separated from female luer and male luer. The tubing separations were all found to be tacky in feel with lint being stuck to the end of the tubing. There appears to be sufficient solvent at each bond location. The probable cause of the tubing separation was the uv adhesive not being fully cured. The DHR lot # 3438172 and relevant commodities were reviewed and there were no non-conformances found that would have contributed to the reported complaint.

Event description:
The event occurred on an unknown date in (B)(6) and (B)(6) 2018. The event involved a customer report stating that tp4 kit with 10cc safeset reservoir, needleless valve, filter millex and admin set would not prime as though there was a blockage in the filter that prevents fluid from passing through. The device was replaced with no further problems enountered. There was no patient involvement.